Manufacturer narrative:
B4: (B)(6) 2021. The customer reported that a ventilator experienced a navigation ring failure during preventative maintenance (pm). The device was evaluated by the customer and philips field service engineer (fse), who confirmed the reported issue.there was no patient involvement or harm. This event was reported to have occurred during performance verification testing. There was no delay in therapy. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other anomaly was reported.

Manufacturer narrative:
Date of report: 12jul2021. There was no patient involvement.

Event description:
The customer reported that a ventilator was identified to have defective nav-ring. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Upon further investigation, the following has been reported, the navigation ring issue was found during preventative maintenance (pm) and there was no delay to patient therapy reported. Therefore this complaint no longer meets reportability requirements.